Event description:
It was reported after use, the needle failed to engage the safety mechanism and did not cover the tip as expected. Usually, the plastic covering will engage the metal contraption and slide it along until it reaches the tip where it remains securing the tip to reduce needle stick injuries. In this instance the plastic covering slid over the metal safety without engaging it. No injury occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a safety mechanism not activating properly is confirmed; however, the exact cause is unknown. One photograph of a safecan introducer needle was returned for evaluation. An initial visual observation of the photograph showed the needle inside of a plastic tray with the safety mechanism's outer plastic housing detached from the needle canula. The metal clip portion of the safety mechanism was not covering the needle tip and was observed to be at the proximal end of the needle shaft. Heavy use residue was noted in the device and inside the tray. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.